Manufacturer narrative:
MFR's investigation: lot build record review: (B)(4). There were no exception documents generated during the mfg build cycle. As part of the MFR, continuous improvement initiatives a multi-discipline team was initiated to perform in-depth analysis of catheter balloon inflation issues. Functional data obtained from production lots and engineering studies were reviewed. No trends/failures in performance were found. A review and analysis of raw material data was conducted. (B)(4). Potential root cause: polyisoprene is continually aging, balloons manufactured with older material, when subjected to certain conditions (shipping, heat, etc.) May experience material degradation/deterioration. A detailed engineering study designed to test additional attributes of the raw materials aging properties is in progress. Balloons were manufactured and are being tested pre-sterile, post-sterile, post-thermal cycled and post-aged ((B)(4)). As an interim measure the raw material shelf life has been changed ((B)(4)) to address any potential contributing material aging factors. Conclusion: the involved 41239-06 catheter device was not returned to the manufacturer for analysis and investigation. The exact cause of the reported event remains unknown.

Event description:
FDA/ufmw received reporting catheter balloon inflation issue with use of one 41239-06 7f td torque-line heparin coated catheter. The report states "balloon burst while in pt." Although requested, additional relevant information including device usage, device return status has not been provided to the manufacturer.